Manufacturer narrative:
The pump involved with this complaint has not been returned to animas for eval. If the pump is returned, an eval shall be completed and a supplemental report will be filed. No conclusion can be drawn at this time.

Event description:
The pt reportedly started to have diarrhea on (B)(6) 2011 (1 day before contacting animas) and thought it maybe it was something she ate. When she woke up on (B)(6) 2011, the pt did a routine infusion site change, but did not check her bg. Her diarrhea continued from the previous day but then developed symptoms of nausea and vomiting. Her bg was 344 mg/dl when she contacted animas and wanted to know if she should take her normal bolus amount. The pt did not want to take any bolus amount since she has not eaten anything all day. The pt was advised to seek medical attention for her condition. The pt stated she was going to the emergency room since she felt "terrible." It is unk if the reported elevated blood glucose level was related to the infusion site since the pt just changed out the site and has not bolused with the new site. Animas attempted to f/u with the pt on 2 different days, but was unable to reach the pt for add'l info. Based on the provided info, this complaint is being reported because the pt developed blood glucose levels with symptoms of nausea and vomiting.